Event description:
It was reported that a spectrum iq pump had an amiodarone drip running. The medication had not been infusing and there were no alarms. A new intravenous (IV) pump and IV tubing were set up. There were still no alarms and no fluid coming from the tubing. This occurred during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. The problem description may potentially be related to fa-2021-056, which is currently ongoing and associated with reinforcing proper intravenous line setup and detection of upstream occlusions for spectrum pumps, which can cause underinfusions or undelivered fluid. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user provided a video of the pump. The video shows that drops are not falling from the drip chamber. A cause could not be determined through review of the video. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.